Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced diaphragmatic stimulation and suspected the lead had dislodged on an unknown date. On (B)(6) 2018, the lead was explanted and replaced. The patient was in stable condition post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.